Event description:
Information received indicates the head section will not rise past 45 degrees and the bed will not go into the chair position.

Manufacturer narrative:
The technician replaced the head cylinder and calibrated the position sensors to repair the bed.